Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and meter. The customer reported no adverse event. The event involved product mmt-754wwl. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-754wwl was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump passed the displacement test. Pump history download using thds was successful. However, unit unable to communicate to test minilink and the glucose sensor simulator to verify lost sensor problem isolated to the y1 to the rf board. The following were noted during visual inspection: cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unable to download data which link to the meter is confirmed. Problem isolated to rf board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.